Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the event cannot be conclusively determined. It was presumed that the gray connector unit came apart and may have caused disconnection of the connecting tube. The user may have added stress to the gray connector. The stress may have caused the event. Design of the device or manufacturing, cannot be confirmed as factors to cause of the event. It was presumed that the user added stress toward the direction to the connector get loose, which led to the event. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: check the following for each connector. The connector should be fixed firmly .the o-rings should be free of abnormalities such as cracks, tears, or dents.

Manufacturer narrative:
Olympus field service engineer (fse) was dispatched to the user facility. The reported device was checked and the broken parts were replaced, device was repaired. Safety check was performed, device was tested and passed all specifications. The root cause can be attributed to user handling.

Event description:
It was reported that the oer-pro device was observed with a broken grey connector, the spring came out and was lost. There was no patient involvement on this report, no user harm or injury was reported.